Manufacturer narrative:
(B)(4) a visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned for evaluation. No photo available. The device history record review shows that the product was assembled & inspected according to our specifications. No corrective action can be established at this moment since the device sample or a picture is not available for evaluation. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility neither is being manufactured at the time. If the device sample becomes available at a later date this complaint will be updated.

Event description:
The customer alleges that the device was connected with an artificial respirator. The user noticed the alarm from the humidity heater which was attached to an artificial respirator. The patient's room smelled of smoke. The user found wire of the device circuit was burnt and broken near the outlet at the humidity heater side. No patient injury/harm reported.

Manufacturer narrative:
(B)(4). Upon receipt the breathing kit was inspected for any signs of abuse , misuse, or damage. The inspection confirms the complaint of a burned wire at the expiratory connector. Root cause cannot be established regarding the reason for this burn. The heating wire could have been physically damaged which in turn might have caused a short condition in the circuit. Another possible scenario might have been an "unwrapping" of heater wire strands which would have set up a field of electrical flux which in turned could have created enough heat to finally burn through the wire. These are all hypothetical scenarios. This incident will be treated as an isolated incident with continued monitoring for like defects. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause was not established.

Event description:
The customer alleges that the device was connected with an artificial respirator. The user noticed the alarm from the humidity heater which was attached to than artificial respirator. The patient's room smelled of smoke. The user found wire of the device circuit was burnt and broken near the outlet at the humidity heater side. No patient injury/harm reported.